Event description:
There was some concern regarding recent mammogram findings and a possible lesion in the left breast. Recommendation was made to the patient to have a biopsy. Patient decided to have a stereotactic core biopsy. This was performed on 1/21/99. Core biopsy was performed and a minute localizing tip was inserted at biopsy site. The procedure was complicated by inadvertent deployment. The patient is concerned about the section that is implanted in her breast tissue and is requesting referral to a surgeon. At this time she is probably going to have a surgical removal of this foreign body. She was contacted on 1/22/99 and was doing well.